Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the helix of the lead was extrinsically bent and did not extend. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the physician was unable to implant the right ventricular (rv) lead. After many attempts, the physician felt the helix may be out and ¿catching.¿ the helix was wound back and attempted to implant but with no success. The rv lead was removed and it looked like the helix was still out. The helix was wound in and out, but the physician was not satisfied that it somehow came out during implant and could not have an issue. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.